Event description:
Per complaint (B)(4), it was discovered during clinical procedure on (B)(6) 2019 that a patient experienced an infection around their dental implant. Inflammation was also reported. The patient was prescribed antibiotics. The implant was removed on (B)(6) 2019, and the patient continued to take antibiotics.